Event description:
I have been experiencing issues over 10 years as a result of having a tubal ligation using filshie clips. I have several complaints regarding my experience. I received my first tubal ligation at (B)(6) hospital in (B)(6) in which clips were used following delivery of my third child on (B)(6) 2007. I have experienced sharp uterine pains, pelvic pain, extremely heavy cycles, blood clotting, headaches and extended menstrual terms since receiving the surgery. I also got pregnant following the surgery and delivered my fourth child at the same (B)(6) hospital on (B)(6) 2012. I opted to redo the surgery using a different tubal ligation process and I requested that they look into why the first surgery failed citing the complications that I had for the years following the first tubal and the fact that I had no intentions of having additional children. Following the second tubal surgery I was informed that there was no sign of the clips used in the first surgery when they went in to do it and it was believed that they migrated or were embedded in newly grown tissue and the surgeon was unable to find them. I was told that the surgeon that did my first tubal had retired, so I was unable to consult with him. I continue to suffer from the same complications and the clips remain somewhere within my body. My most recent emergency issue was last year (2019) where I was evaluated at (B)(6) ER for severe pain, unusually heavy bleeding and very large blood clots. This is something that I have had to endure for a long period of time and I have no idea of how the side effects will go in coming years. It was not explained that the clips had the possibility of migrating or getting embedded within tissue, causing blood clots, severe pain, etc. I would have opted for another form of surgery if I was provided with the proper information regarding side effects. I believe the product is faulty and this is not being made clear to patients at the time of surgery or by the manufacturer. FDA safety report ID# (B)(4).